Event description:
The customer's father reported via phone call that the insulin pump alarmed motor error during a bolus. The customer was able to complete the rewind sequence. The customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. Unit was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. No motor error alarm noted during testing. The motor was tested outside of the device and passed. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Insulin pump received with broken reservoir tube lip, minor scratched display window, cracked battery tube threads, and missing end cap sticker.